Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicates that the system was explanted due to (B)(6), endocarditis and device erosion. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicates that the system was explanted due to methicillin-resistant staphylococcus aureus (mrsa), endocarditis and device erosion. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.